Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was outside of clinical use when the issue occurred. A philips remote service engineer (rse) connected with the customer to resolve the issue remotely and found that the system not booting up since shut down timer says all zeros. Review of the system log file showed that a frame grabber card initialization error resulted in the system not being able to complete the startup sequence. The frame grabber captures the video from the allura system. The frame grabber card in the flexvision pc failed. Onsite service was declined. The system did not meet full specification for the performed service and was returned to use with limitation as accepted by the customer. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system not booting up. The device was not in clinical use. Philips has started an investigation of the complaint.